Manufacturer narrative:
Supplemental aro information is as follows: location of aro: (B)(6), n/a. Number of persons exposed: 1. Number of persons adversely affected: 0.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A manufacturer representative reported that, while in a spinal fusion, an imprecision was observed following image acquisitions from the imaging system. It was reported that the two image acquisitions had a discrepancy on the navigation system. It was reported that the surgeon opted to place screws with the second image acquisition. A third image acquisition then found that the screws were inaccurately placed. A fourth image acquisition was performed and the surgeon noted that they felt imprecise immediately. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Patient identifier not available from the site. A software investigation analysis was initiated to determine the probable cause of the issue through reproducibility. Analysis found insufficient information to determine probably cause of the event. If information is provided in the future, a supplemental report will be issued.